Manufacturer narrative:
(B)(4). This product is not available for sale in the united states, however, a like device, part number 9392508, 510k number k094025 is approved for sale in the united states. The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine the cause of the event.

Event description:
It was reported that the peek interbody cage cracked during insertion. The surgeon opted to place the cage in the patient. There were no patient complications.